Event description:
Pt was found unresponsive partially under the bed with the bed brake pedal on her left chest. Bed had to be lifted up so that she could be pulled out from underneath. Pt assessed and CPR initiated, AED in use. Pt expired. Subsequent medical examiner's report received 4/22/08 "asphyxia by compression of chest by foot pedal of hospital bed. Manner of death - accident".